Manufacturer narrative:
It is unknown at this time if the device will be returned for investigation. Should the device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure, the unipolar high frequency cord popped and sparked. No injurt was noted to the physician or the patient.

Manufacturer narrative:
Per investigation by the manufacturing site: because no product was returned and no pictures were provided by the customer, the investigation is based on similar cases and the experience of the investigator. Most probable root cause: mechanical damage due to end of life of the cable. It is assumed, that the cable has a break of the copper wire inside the insulation which leads to high resistance and therefore the insulation breaks off and the sparks occurred. The IFU calls out a replacement of the cable after 3 months (by frequent use 2 -3 times a week). According to the manufacturing date of november 2019, it could be concluded that the cable has reached its end of life. Therefore, the defect can be rated as user error, because the user is responsible to check the cables lifetime. This event is filed under internal complaint ID (B)(4).